Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0y421, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported the patient was admitted to the hospital due to respiratory issues during advanced test. The surgeon was to remove the lead post discharge of patient because the hcps at the hospital that the patient was staying at did not know how to implant or explant a lead. Additional information received (B)(6) 2015 from the manufacture representative reported the patient was admitted for 2+ weeks for unrelated medical issues including low red blood cell count, water retention, and respiratory issues as well as a heart issue; all of these issues were found at the emergency room and during impatient stay. During hospitalization, the hcp clipped the extension at the skin and covered it to reduce the risk of pulling and infection. The patient was a high risk patient for surgery and required a hematology and cardiac work up. Nothing had been resolved at the time of report. There was no indication that the respiratory issues were related to the device. Actions and outcome remain unknown. Follow-up was conducted to obtain additional information.